Event description:
It was reported that when using the bd pyxis¿ es server patient was not appearing on the patient list. The customer reported that there was a delay in patient care. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
D.4: unique device identifier not available. A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 30-sep-2021 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the patient did not appear in the patient list. A technical support specialist (tss) checked the infusion station and confirmed that the patient was actually showing on the station. The customer mentioned that the patient was not showing on (B)(6) 2026 at 08:51:07 in dialysis station. The tss then checked the dialysis station, confirmed the patients admit date was (B)(6) 2026 09:08 and noted that it appeared 17 minutes later. The tss used another patient as an example and confirmed that the nurses had attempted to access the patients' profile before the patients admit date. The system functioned as intended after the technical support specialist investigated the device.